Event description:
Analysis of the device found that the delivery wire was broken. There was no reported clinical consequence to the patient.

Event description:
Analysis of the device found that the delivery wire was broken. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection confirmed that the coil was returned without the introducer sheath. Coil analysis revealed that the proximal contact was kinked, the main coil was stretched and the delivery wire was kinked and found to be broken in two pieces at 114cm from the proximal end. Information available indicated that the main coil, proximal contact and delivery wire were confirmed to be in good condition prior to use. Based on the information available and analysis of the device, it is probable that the damages observed are related to handling of the device when shipped/transported to the manufacturer for analysis. Therefore, a root cause of handling damage has been assigned to this investigation.